Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 61 indicating an external flash write error on the ilet, which resolved after a device restart, with the agent advising that replacement could be needed if three restarts were required and monitoring the device for recurrence during the call. Symptoms included no change in blood glucose and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included customer support troubleshooting and education with guided restart and observation for recurrence. Investigation of this case revealed that the alert cleared with a restart and no further malfunction was observed during the call, consistent with a transient device memory write error. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent malfunction.